Event description:
Allegedly, eprd reported 2 new complications for advance® tibial tray including monobloc first revision (2 dislocation). No further information was reported this incident is capturing 2 cases with instability.

Event description:
Allegedly, eprd reported 2 new complications for advance® tibial tray including monobloc first revision (2 dislocation). No further information was reported. This incident is capturing 2 cases with instability.